Event description:
While performing a laparoscopic cholecystectomy, the cystic artery tore because of an instrument failure. The 5 mm ligamax clip applier did not release once it had applied a clip to the cystic artery. Fortunately, a first clip had been applied so that there was no bleeding.